Event description:
The customer contact reported no flow. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified medication. After an unspecified length of time, the customer contact reported that primary tubing set was delivering at the rate of the secondary tubing set and the secondary medication was not delivering. It was reported that the tubing of the primary tubing set was clamped with a hemostat and the secondary medication was delivered. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.